Manufacturer narrative:
(B)(4). The product was visually inspected in the laboratory of the manufacturer. On the blood inlet and blood outlet side the hls module was heavy clotted. During rinsing a few of the clots were rinsed out. The product was cleaned with natriumhypochlorit. A tightness test of the blood side with the original tubes was performed and hereby a leakage at the tube connection of the blood inlet side was confirmed. The tubes were changed and the tightness test was performed again and a leakage at the tubes was not confirmed, but a leakage at the venous sensor of the blood inlet connector was detected. Additional complaint will be opened in order to track and trend this observation. The point of the leak at the sensor was glued. A tightness test was performed and no leakage was confirmed. The module was connected to the cardiohelp and the sensor operates perfect. The product will be forwarded to the qa lab for further testing. The product was tested with bovine blood in the qa laboratory of the manufacturer for its o2, co2 transfer rate as well as for its pressure drop behavior at maximum flow. The product was operating according to the acceptance criteria's and therefore passed the test successfully. Based on the investigation results and the information available at this time the cause of this incident was determined to not be attributed to a device related malfunction. The oxygenator in question operated within mcp specifications. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time.

Event description:
Ref # (B)(4), customer ref. (B)(4).

Manufacturer narrative:
(B)(4). The device was requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "hls failed to oxygenate and had to be replaced." (B)(4).